Event description:
A distributor reported on behalf of a healthcare facility in china that a mr290v vented autofeed humidification chamber was found leaking water. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) in new zealand for evaluation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare new zealand for evaluation. Our investigation is therefore based on the information and photographs provided by the customer and the china regional office, and our knowledge of the product. Results: visual inspection of the photographs provided by the customer showed a gap between the flange and the base. The dome was also confirmed to be deformed below the water level marking area. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Event description:
A distributor reported on behalf of a healthcare facility in china that a mr290v vented autofeed humidification chamber was found leaking water. There was no patient consequence.

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to heated oxygen therapy kit. Section d4: model and catalog # updated to rt308. Section d4: expiration date added. Section d4: UDI details updated . Section g1: contact person updated to mr. (B)(4). Section g4: rt308 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare new zealand for evaluation. Our investigation is therefore based on the information and photographs provided by the customer and the china regional office, and our knowledge of the product. Results: visual inspection of the photographs provided by the customer showed a gap between the flange and the base. The dome was also confirmed to be deformed below the water level marking area. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Event description:
A distributor reported on behalf of a healthcare facility in china that a mr290v vented autofeed humidification chamber provided as a part of rt308 adult heated oxygen therapy kit was found leaking water. There was no patient consequence.